Event description:
Pt reported that pump serial number (B)(4) (maintenance due date 03/15/22) shut off last night (B)(6) 2022 for about 8-10 hours and pt was not aware. Pt did not realize pump was off until this morning. Quantity of remodulin in the cassette was about 48-50rnl, pt stated there should've been only around 25ml (almost a full day worth of med remained in cassette). Pump batteries had been replaced. Pump kept beeping while the cassette was attached. Pt stated it took about 10 minutes to get the pump to work (inserting/ removing the batteries, ensuring cassette was attached properly). Pt stated they experienced shortness of breath, chest pressure, pain, and headache for hours. Currently pt stated they are doing fine and not having any issues or side effects. Pt is currently using the same pump and does have a functional back up pump. Replacement pump will be sent. Md will be notified. No other information, details or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. Pt expectance shortness of breath, chest pressure, pain and headache for hours. Is the actual device available for investigation? Yes. Did we [MFR] replace the product? Yes. Did the patient have a backup product they were able to switch to? Yes, was the patient able to successfully continue their therapy? Yes. Reported to cvs/caremark by: patient/caregiver.